Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The set screw and the washer, which are intended to be welded together to prevent the assembly from being removed from the device, were not received with the complaint sample. The missing set screw assembly indicates that the set screw, the washer, or the weld had fractured apart. However, without the assembly, it is unknown what fractured or what caused the fracture. Furthermore, the chisel handle was observed to be worn and severely deformed. There were signs of repeated intended use throughout the complaint sample. There were also many signs of unintended use in the form of deep gouges and indentations. Other observations: there was an unknown hard substance covering the connection point of the metal shaft and the silicone handle. Additionally, the returned complaint sample was etched per applicable drawings. Production record review did not reveal any discrepancies. In conclusion, the reported event was confirmed. The set screw assembly was missing from the complaint sample. This indicates that a part of the assembly had fractured apart. However, it is unknown what fractured or what caused the fracture as the set screw assembly was not received with the complaint sample. Additionally, the complaint sample displayed signs of wear and severe deformation. The deformation was not consistent with intended use. No further investigation is required with regard to this complaint. D3, g1: updated to viant medical. H4: corrected upon completion of production record review. H6: updated device, method, result and conclusion codes.

Manufacturer narrative:
The device was received incomplete for evaluation and the reported event was confirmed. Further investigation is being completed and a follow-up medwatch 3500a will be completed at the conclusion of the additional investigation. Distributor - (B)(4).

Event description:
It was reported during an unknown patient procedure the set screw was missing. Back-up device was available and surgery was concluded with no patient harm. No adverse events were reported as a result of the malfunction.